Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a 21mm aortic valve was explanted at implant due to perivalvular leak secondary to inadequate annular tissue to sew the valve, left after removal of a previously implanted mechanical valve. Another 21mm valve was implanted in replacement. The patient expired intraoperatively due to root abscess and endocarditis. As reported the patient presented with root abscess and endocarditis on the mechanical valve and underwent redo-avr. There was no problem in the valve and no allegation that the edwards device was related to the patient's death.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The device was not returned for evaluation, as it was discarded. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number (B)(4).

Event description:
It was reported that a 21mm aortic valve was explanted at implant due to perivavular leak. Another valve was implanted. Patient expired due to unknown reasons. As reported the patient presented with root abscess and endocarditis on the mechanical valve and underwent redo-avr. The explant at implant was not related to the valve malfunction, rather, it was because there was not enough tissue.